Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. All product and batch history records are quality reviewed prior to product release. The provided photos were reviewed. Two photos were provided. The photos show the lens in the eye. Three marks are observed. The marks are not in the fold path. Two of the marks are oriented to the right of the center of the optic. These two marks are not straight, but have an "s" shaped curve. The third mark, which is straighter, is near the edge. The indicated marks are not similar to any type of marks previously observed on delivered lenses. These marks may be related to a handling technique at the site. A qualified cartridge was indicated. The handpiece information was not provided. It is unknown if a qualified handpiece was used. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported marks. Based on review of provided photos, the indicated marks are not similar to typical loading or delivery damage. Three marks are observed. The marks are not in the fold path. Two of the marks are oriented to the right of the center of the optic. These two marks are not straight, but have an "s" shaped curve. The third mark, which is straighter, is near the edge. These marks may have been caused by an instrument or technique at the facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported creases on an implanted intraocular lens (iol). There is currently no reported patient impact. Additional information was requested.